Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, at the start of branch dissection, the cautery tip on the vaso view hemopro started to smoke and turned very red. A replacement device was used to complete the procedure. The hosp did not report any pt effects.